Manufacturer narrative:
Investigation completed. A smiths medical ambulatory infusion pumps/cadd solis vip pumps error in line alarm was verified during testing. This was isolated to the air detector needing replacement. Physical condition of device revealed lens having scratch on screen. Action was taken to replace the air detector.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps air in line alarm. Occurred during testing. No patient involvement.